Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the threshold was 5 volts @ 0.2ms. A new lead was added was pacing and sensing and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.